Event description:
According to the literature, a journal article assessed the correlation between the thyroid nodule diameter and complication rates. Between january 2016 and october 2023, 1198 patients with unifocal benign thyroid nodules underwent ablation with either mwa (microwave ablation) or rfa (radiofrequency ablation). Ablation with mwa occurred with a competitor device and the rfa ablation occurred with cool-tip rfa. The following complications were reported in 45 patients: hoarseness in 29 patients. It is unknown which complications occurred with cool-tip. Complications in the rfa group occurred in 34/526 patients.

Manufacturer narrative:
Concomitant products: unknown cool tip elecrtrode - unknown cool ti, han-xiao zhao, ying wei, zhen-long zhao, li-li peng, yan li, jie wu, shi-liang cao, na yu, ming-an yu (2025) clinical study on the relationship between the incidence of complications and tumour size after thermal ablation of benign thyroid nodules, international journal of hyperthermia, 42:1, 2464205, doi: 10.1080/02656736.2025.2464205. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.